Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The provation computer system may have had a defect but the subject device, as the normal image displayed with sdi output in the monitor. The customer had connected with provation system with sdi-usb instead of sdi output on cv-190. The instructions for use (IFU) states: use appropriate cables only. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer connected a serial digital interface (sdi) output cable from the cv-190 to a monitor and obtained good image. The customer proved to have a good sdi signal output cable to the provation computer system by connecting directly from the cv-190. The customer will contact provation support to resolve the issue. Tac concluded that the cv-190 sdi output and cable were functioning appropriately. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported by the customer the evis exera iii video system center is unable to display image on the provation computer system. There was no patient involvement, no harm or user injury reported due to the event.